Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). For a long time, the pt was getting a message of settings not available. The pt met with their manufacturer representative (rep) today who used a laptop and tuned into the stimulator, and their representative (rep) said to call in. The patient was redirected to their healthcare provider to further address the issue. Additional information was received that the patient had been seeing the settings not available message. The patient stated they would keep the stimulation around 5 and increase when needed, but now they cannot increase. The patient stated no falls/trauma, but they did regularly exercise. The patient stated when they spoke with the rep about the issue they said something about scar tissue. No symptoms were reported. Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that impedances were checked on (B)(6) 2025 and high impedances were identified on contacts 7 and 13. No symptoms reported. The cause of the high impedances was not determined and the issue was ongoing. No further information was provided. Additional information was received, it was reported the patient was getting settings not available on their controller. The patient stated they met with a manufacturer representative who stated the issue was due to the ins and they could not correct it. The patient met with an additional representative who stated they had a contact in their leads that they would work to resolve. The patient reported a rep was able to address the problem, but did not clarify if the cause was determined. Patient repeated previous info about a possible issue with scar tissue. The patient noted a rep indicated "programming around the problem" to be a possible solution. The patient was seen at the hcp office with another rep, and this rep had previously noted it was an "internal" problem and they would not be able to resolve it. Patient met with a rep on (B)(6) 2025 and the rep explained the problem was not all the lead contacts were working. The rep corrected the problem by programming around the contacts. On (B)(6) 2025 the rep reported they were meeting with the patient for a regular appointment when they learned of the high impedances. Programming was able to capture the needed areas of pain on low dose and the patient is receiving effective therapy. No additional interventions are planned at this time but the healthcare provider's plans are to monitor the situation as they are aware. Possible contributing factors were several minor falls, but no cause was determined. The issue is considered resolved at this time.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that impedances were checked on (B)(6) 2025 and high impedances were identified on contacts 7 and 13. No symptoms reported. The cause of the high impedances was not determined and the issue was ongoing. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.